Event description:
It was reported that during a mandible reconstruction case, the short cut plate cutter broke while attempting to cut a pre-formed mandible plate. Surgeon used another plate cutter and completed the procedure with no further problem. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. The product evaluation and visual inspection revealed that the cutter was broken into two pieces with the break starting at the interior corner radius of the slot. The break was aligned with the through hole for the wire that holds the plates after cutting. The fracture surface is homogenous with no signs of material issues. It can be inferred that the applied load during cutting generated a stress concentration that exceeded the maximum allowed stress at the interior corner radius, resulting in the stated breakage. From a design perspective the complaint is valid. As this issue was noted on previous complaints for this product, a design revision was completed to address the noted breakage. The design revision increased the allowable stress of the plate under loading conditions by about 49 percent. Based on the lot number, the cutter associated with this complaint was manufactured prior to this design change.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.